Event description:
Asr revisionleft asr hip resurfacing systemreason for revision: pain

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 1 is being submitted to fill the gap in report sequence numbers.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision left asr hip resurfacing system reason for revision: pain. Update: received stem and sleeve product details 21 july 2012. Update received: 22nd june 2013 - amended implant date: (B)(6) 2005, added surgeon: (B)(6) and added further revision reason: alval / soft tissue reaction. Update - added additional reason for revision, additional hospital, amended revision date to match scf, filed out mw fields. Attached scf. All taken from surgeon conf form dated (B)(6) 2014. Reason for revision: component loosening ( cup became loose).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated b4/g4 dates, b5/6/7, d1/2/3, d7 (revision date), e1, g2, and h4. Depuy still considers this case closed to CAPA.